Manufacturer narrative:
The cause of this event was confirmed as air in the pipetting system due to a leak at the obstruction detection assembly. The access2 pipetting system uses a positive displacement piston pump which acts through a working fluid (wash buffer). Air in the working fluid may affect the system's liquid handling capabilities and could cause inaccuracies in aspiration or delivery. There was no report of erroneous patient results in association with this event. Service replaced the obstruction detection assembly to resolve the issue. (B)(6).

Event description:
On (B)(6) 2015 a beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the customer's access 2 immunoassay system (serial number (B)(4)). The customer reported obtaining low qc (quality control) values on unspecified analytes. The fse determined that the liquid handling capability of the pipetting system had been compromised due to a leak at the obstruction detection assembly which had allowed the introduction of air into the system.